Event description:
Pt having cataract surgery. The injector crimped the haptic, causing problems centering the lens; therefore the lens was explanted, which caused capsular damage requiring anterior vitrectomy and placement of anterior chamber lens. Noted in review that the patient returned two months later for limbal relaxing incisions with compression suture to correct the surgically induced astigmatism from cataract surgery. Original report was that follow up was not needed for this patient.